Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of device displays an error message. System error 322 alarms were experienced during evaluation caused by loose upper latch switch bracket screws. The loose screws allow the upper latch switch to move in and out from the upper door latch, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. See scanned page.

Event description:
It was reported that a spectrum pump has an unknown error message appearing on the screen. It was found during the baxter evaluation of the device that the pump has a system error 322. Any patient involvement, injury or medical intervention is unknown.